Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician used an inpact admiral drug coated balloon for patient treatment. The vessel location, degree of tortuosity and degree of calcification are unknown. % lesion stenosis is unknown. There were no abnormalities reported in relation to anatomy. No embolic protection was used. There was no damage noted to packaging, i.e. Shelf carton, hoop/tray. There were no issues noted when removing the device from the hoop/tray. No resistance was encountered when advancing the device and no excessive force was used. It is reported that the physician encountered difficulty removing balloon following balloon inflation. The balloon got stuck in the introducer sheath during removal. The physician reports pulling the balloon out into the patient¿s artery and attempting to deflate using an empty syringe and then a manometer. A second passage through the introducer with continual negative pressure was attempted. When the balloon had reached the anti-reflux of the sheath without applying force, the balloon is reported to have detached completely from the carrying catheter. The physician then removed the introducer gently from the patient while applying compression to prevent bleeding and loss of the balloon in the artery. It is reported the balloon protruded less than 1cm beyond the cutaneous plane, but the physician managed to retrieve it using a pliers. The balloon was removed by enlarging the puncture hole and rolling it on the pliers. This event led to a lengthened procedure time and posed unnecessary additional risk of bleeding and hematoma formation. There were no patient symptoms or complications associated with this event. No injury reported.

Manufacturer narrative:
Additional information: it is unknown which vessel was attempted to be treated. IFU was followed. Sheath french size and brand is unknown. It is unknown if deflation difficulties were encountered prior to removal attempt. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.